Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check, noise was noted on right ventricular lead and right atrial lead. The patient would be brought back in clinic for re-evaluation and test. No additional information was available.